Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks in two different episodes due to myopotential noise oversensing and low amplitude. The plan is to perform an x ray. This device remains in service. No additional adverse patient effects were reported.